Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after drawing arterial blood from the patient, the nurse covered the empty needle with a plug that came with the empty needle to exhaust air. The blood immediately flowed through the plug to the empty needle. After careful inspection, the nurse found a longitudinal crack in the plug. As a result, the blood sample was insufficient, so the patient's blood was drawn again. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.